Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on left ventricular (lv) lead. The pli measured 1900 ohms with pacing system analyzer (psa) and >2000 ohms when connected with the device. Other lead measurements were stable. The physician decided to keep lead and will see the patient in the next device check. Additional information obtained from the field representative indicated that the cause of the high pli was not determined and there were no other clinical observations associated with the impedance issue. During the device check, the pli was within normal range. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.